Manufacturer narrative:
E1. Initial reporter address: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Only the main coil was returned for this complaint. The delivery wire and introducer sheath were not returned for this complaint. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The interlocking arm was inspected and was found detached. No more damages were found in the device. According the photo in the additional information, the device is stretched, kinked, and detached. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was inspected and was found detached. Dimensional inspection revealed that the number of distal fiber bundles, outer diameter (od) zap tip, and primary coil are within specification, however there are missing proximal fiber bundles.

Event description:
It was reported that the coil protruded from the tip. Vascular access was obtained via femoral artery. The stenosed target lesion was located in the moderately calcified and moderately tortuous internal iliac artery. An 8mmx40cm interlock-35 was selected for use. During the procedure, it was noted that the coil detached from the arm and disengaged inside the catheter. The device did not move when pushed or pulled. Subsequently, the coil was taken out from the catheter by syringe since it came out from the catheter tip and a non-bsc sheath was inserted from right femoral artery. The coil was then successfully removed using a snare and embolization was performed and completed the procedure. No complications reported and patient was successfully treated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the tip. Vascular access was obtained via femoral artery. The stenosed target lesion was located in the moderately calcified and moderately tortuous internal iliac artery. An 8mmx40cm interlock-35 was selected for use. During the procedure, it was noted that the coil detached from the arm and disengaged inside the catheter. The device did not move when pushed or pulled. Subsequently, the coil was taken out from the catheter by syringe since it came out from the catheter tip and a non-bsc sheath was inserted from right femoral artery. The coil was then successfully removed using a snare and embolization was performed and completed the procedure. No complications reported and patient was successfully treated.